Event description:
The patient was revised due to poly wear and severe osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the root cause, it would not be unreasonable to expect some wear after 12 years implantation. The need for corrective action was not indicated.